Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, wear abrasion and weight within specifications. Voids and cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side exchange of implant "due to voluntary recall (asymptomatic patient)." Additionally, healthcare professional reported the event of "capsular contracture," baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side exchange of implant "due to voluntary recall (asymptomatic patient)." Additionally, healthcare professional reported the event of "capsular contracture," baker grade unknown. Device was explanted.